Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump was received with scratched display window, cracked battery tube threads, cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not performed. The device was returned for analysis.